Event description:
It was reported the patient was implanted for peripheral vascular disease but things got better so they stopped using and maintaining their system. It had been over a year since they had used their stimulation or charged the device. On (B)(6) 2015,the manufacturer representative met with the patient and they were unable to read the implantable neurostimulator (ins) using the clinician programmer. The next day they attempted using the implantable neurostimulator recharger (insr) and performed multiple physician mode recharges (pmr) as an over-discharge had occurred. After several unsuccessful attempts to try and recover the device the patient¿s health care provider (hcp) had stopped trying to recover the device from over-discharge. No further information was provided or interventions noted. Additional information has been requested and if received a follow-up report will be sent. The patient was an inpatient at a hospital however it was due to lung cancer and not related to their device.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported the patient was still in overdischarge. Several attempts made at physician mode recharge were unsuccessful. There were no intentions of replacing the battery or continuing to jump start the battery.